Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas exhibited an intermittently unresponsive wake/sleep button, and the user could navigate the device when the protective case was removed but requested a replacement; the device was operating in bg-only mode during the call, and the agent entered a blood glucose value and advised on cgm use. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no medical intervention, and continued diabetes management with cgm and manual bg entry as needed. Investigation included customer communication and request for device return for evaluation. Investigation of this case revealed that a hardware issue with the wake/sleep button was suspected. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.